Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once with no misload identified. Upon the first deployment attempt, the depth of the valve frame was below the annulus and was deemed unacceptable and was recaptured. No pre-implant balloon aortic valvuloplasty (bav) was preformed. It was reported that the distance from the aortic arch to the base of the annulus was very short and was a tight turn for the valve. At 80% deployment, an almost 90-degree bend or kink was observed on the inner of the valve frame just before the capsule. Upon recapture, the valve infolded which was not recognized immediately by the visual markers on the valve while in the capsule. A second deployment attempt was made. During the second attempted deployment, the valve did not expand. The valve was then recaptured a second time and withdrawn from the patient. It was reported that the patient anatomy may have contributed to this incident. Of note, no fold was evident prior to recapturing the valve, the valve did not move towards the ventricle during deployment and the target implant depth was 3 millimeter (mm). An attempt to align the commissures was made during deployment. The patient's annulus perimeter measured 88.5 mm and an average diameter of 27.4 mm. The patient was hemodynamically stable. A new valve was loaded onto a new dcs for a successful implant at an optimal depth. Trace paravalvular leak (pvl) with a mean gradient of 2mmhg was noted. Per the physician, the patient's calcification did not contribute to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-34 (lot: 0011215067); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.